Event description:
Treatment of an aneurysm located in the posterior communicating artery. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not be detached with the instant detacher despite several tries. An attempt was made to detach the coil with the manual method (an alternative detachment method presented in the instructions for use), but also without success. The implant coil was removed for the patient and it was found detached. All parts of the implant coil were removed from the patient. The patient is in good condition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined.(B)(4)